Event description:
During an in clinic follow-up, loss of capture was observed on the left ventricular (lv) lead. The lv lead was deactivated to resolve the event and the patient was in stable condition.